Manufacturer narrative:
One full osseotite xp® implant 4/5 x 8.5mm was returned for inspection. A visual inspection confirmed the implant was fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product.

Event description:
There is no additional event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported an implant (fos4585) bridge fracture. Doctor also reported that over load of the bridge may contributed to the fracture. Tooth location 4.